Manufacturer narrative:
Unique identifier (UDI) # - corrected information: the UDI number on the initial report submitted should have been (B)(4).

Event description:
It was reported that the patient had a site infection at the generator site after a vns replacement. The patient was treated with antibiotics and the infection resolved with no explant. A review of the manufacturing history showed that generator was sterilized prior to distribution.